Event description:
Law suit alleges lap sponges used during surgery were non-sterile and were approximate cause or a contributing cause of injuries sustained by the plaintiff. Co cannot determine whether or not product involved in this report caused or contributed to this alleged reported incident.